Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an audible alarm, and watchdog error - which a software update did not rectify. The software update was unsuccessful in solving our alarms. There was unknown patient involvement.

Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found broken bottom housing and a missing battery. During the functional testing, the customer reported problem was unable to be duplicated. The cause of the issue was unable to be determined but alarm loudness was found as level 1. No further action was taken as repair estimate approval has not yet been received.